Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4)

Event description:
It was reported that shortly after implant loss of sensing and increased capture threshold was noted. The lead was explanted and replaced. The patient's condition is fine after the event.